Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer, who also reports to be a healthcare provider, reported receiving a sensor error message after wearing the adc freestyle libre sensor for 2 days. Several error messages of "scan again in 10 min" were received, followed by a "sensor ended" message. Customer reports that he could not test his blood glucose via finger-stick because he did not have test strips with him. The customer further reported that he experienced convulsions and lost consciousness. A healthcare provider administered glucagon intravenously and diagnosed the customer with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: ( device mfg date) has been updated. Visual inspection has been performed on the reported sensor patch and no issues were observed. Sensor plug was properly seated in the sensor mount. Performed visual inspection on sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
A customer, who also reports to be a healthcare provider, reported receiving a sensor error message after wearing the adc freestyle libre sensor for 2 days. Several error messages of "scan again in 10 min" were received, followed by a "sensor ended" message. Customer reports that he could not test his blood glucose via finger-stick because he did not have test strips with him. The customer further reported that he experienced convulsions and lost consciousness. A healthcare provider administered glucagon intravenously and diagnosed the customer with hypoglycemia. There was no report of death or permanent impairment associated with this event.